Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified lesion in the heavily tortuous distal left anterior descending (lad) artery. The 2.5x18mm xience prime stent delivery system (sds) failed to cross the lesion due to the severe patient's anatomy and was removed without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 2.5x18mm xience prime sds became stuck inside the non-abbott 5-french guiding catheter and could not advance or be withdrawn. The stent implant was noted to be slightly flared. The sds and guiding catheter were removed as a single unit. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Plain old balloon angioplasty (poba) was performed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) elite; guide catheter: heartrail st01 5 french. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not received by the abbott vascular returned goods laboratory. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position/remove from the guiding catheter or stent damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.